Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pumphead module issues was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service, the batteries and harness were replaced. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with pump head module (phm) issues. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.